Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The complaint of the ok keypad button¿s response issue was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and no contamination was found under all of button contacts. Unrelated to the complaint, investigation revealed that the audio bolus button was detached/missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; ok/enter button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.